Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a cracked reservoir chamber and barely lock in place. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the customer was advised the device will be replaced and need to be returned.

Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.